Event description:
Procedure type: low anterior resection. According to the reporter: the instrument made a partial cut and the instrument was difficult to remove. There was leakage from the anastomosis and feces in the abdominal cavity. There was no space in tissue to redo the anastomosis. The surgeon had to repair the anastomosis with sutures, initiate antibiotic treatment to prevent peritonitis and perform a colostomy. Unexpected extension of the surgical time was 2 hours. Pt current condition is reported as stable, waiting to see if anastomosis will heal.

Manufacturer narrative:
(B)(4).